Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The device was returned to a third-party service center. The patient has alleged lung disease and asthma (new or worsening). In addition, foam particles were not observed during the evaluation of the device. At this time, no medical intervention has been reported and no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received on february 17, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices.the patient has alleged lung disease and asthma (new or worsening). The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The secondary findings were observed, and dust was found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. Box e: reporting institution name updated. In box g: date received by mfg (rfb) has been updated. In box h: problem code, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.